Event description:
Knee immobilizer was applied to pt immediately after surgery of the knee. Within 24 hours after wearing the immobilizer, pt reported peroneal nerve palsy in the area of the fibia. After participating in the physical therapy treatment prescribed for postsurgical healing, the nerve palsy diminished.